Manufacturer narrative:
Product was not returned for analysis. Manufacturing records for lot number were reviewed and results indicate that product met quality requirements for product acceptance. This review was extended to subassembly part number with three lot numbers and this review confirmed that subassemblies met quality requirements for product acceptance as well. The balloon burst pressure tests were found to be pass. With the information available and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have had an impact.

Event description:
Report received indicated that during a percutaneous transluminal angioplasty to the subclavian artery, the balloon was reported to have ruptured at 10 atmospheres. The vessel was described as having mild calcification and tortuosity with a 90% stenosis. The product was prepared and used as per the instruction for use. A guidewire was inserted across the subclavian artery via a sheath introducer. The product was advanced to the target lesion over the guidewire through the sheath introducer, and the balloon was inflated using the indeflator, however, the balloon ruptured at nominal pressure. The product was withdrawn and exchanged for another balloon to end procedure successfully. There was no reported patient injury.